Manufacturer narrative:
Outcomes to adverse event: updated to other. Adverse event or problem: included additional information received from facility. Type of reportable event: updated to death. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2019, a stellarex catheter was used to treat the target lesion of the right proximal and distal sfa and popliteal p1. Four days post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019.

Manufacturer narrative:
Updated complaint details to included the date of the index procedure and location of the target lesion.

Event description:
Eleven days post index procedure, the patient expired from cardiogenic shock on (B)(6) 2019.

Manufacturer narrative:
Patient weight is unknown. This information was not available from the facility. The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the study, thus the following information are unknown: dose, unique ID, model #, catalog #, expiration date, and manufacture date therapy date and implant date are unknown. Attempts to obtain this information has not been successful. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure (date unknown), a stellarex catheter was used to treat the target lesion of the right sfa. Post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019.